Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Healthcare professional reported infusion pump leaking while patient is receiving the infusion. Medication being infused was unknown. No patient injury reported.